Event description:
Md using a covidien endo gia ultra universal stapler 12mm, egiaustnd. Extremely difficult to remove the 30mm-2.5mm universal loading unit # 030418. It took 2 people to remove it. The next reload was placed with no difficulty but unable to remove it at the end of case. Same numbers and lot for 2nd reload.